Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("in attempts to remove the device from the hysteroscope, the device broke/ device breakag") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: mirena from 2012 to 2015. Concurrent conditions included overweight, yeast infection and vulvovaginal candida. Concomitant products included oral contraceptive nos in 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device deployment issue ("after attempting to insert device, it was noted that the device did not come free from the insert"), procedural pain ("pain"), complication of device removal ("in attempts to remove the device from the hysteroscope, the device broke/attempted to remove the broken piece, but was unable") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("hormonal changes describe: acne") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion ("expulsion of essure device/failure to occlude (close) fallopian tube(s)") and pelvic pain ("pain"). The patient was treated with surgery (bilateral laparoscopic salpingectomy to ensure complete removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, pelvic pain, device deployment issue, procedural pain, complication of device removal, dyspareunia, acne, fatigue and weight increased outcome was unknown. The reporter considered acne, complication of device removal, device breakage, device deployment issue, device expulsion, dyspareunia, fatigue, pelvic pain, procedural pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received.. New reporters added. Patient¿s demographics added. Product indication updated. New events added: acne, fatigue, dyspareunia (painful sexual intercourse), expulsion of essure device/ failure to occlude (close) fallopian tube(s), pain , weight gain. On (B)(6) 2018: fu1 and fu2 processed together. Medical record was received reporter information, concomitant disease was added from mr. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("in attempts to remove the device from the hysteroscope, the device broke") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device deployment issue ("after attempting to insert device, it was noted that the device did not come free from the insert"), procedural pain ("pain") and complication of device removal ("in attempts to remove the device from the hysteroscope, the device broke/attempted to remove the broken piece, but was unable"). The patient was treated with surgery (bilateral laparoscopic salpingectomy to ensure complete removal of the device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device deployment issue, procedural pain and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device deployment issue and procedural pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.